Event description:
Customer reported having problems with uploading the insulin pump to carelink. Carelink will alert the device was not found. Attempted meter but it did not fit. Device kept alarming same alert. The device passed self test. Battery was just changed. No further information reported.